Manufacturer narrative:
A photo analysis was conducted for this complaint. A review of the photos confirmed the drive tube leak/break. The review determined that the cause for the drive tube break and subsequent leak was delamination of the lower bearing stop from the drive tube shaft. This delamination caused the drive tube to elongate and wear against the centrifuge chamber wall; ultimately causing the leak. A review of the device history record did not identify any related nonconformances. Corrective actions have already been initiated to address the potential root causes of drive tube delamination. (B)(4). Device not returned to manufacturer.

Manufacturer narrative:
The system was used for treatment. A batch record review of kit lot e129 was conducted. There were no nonconformances associated with this lot. The lot met release requirements. The uvadex lot number was not provided as it was not administered. However, a review of all uvadex lots manufactured since january 2013 was performed. No trends or nonconformances related to the complaint were noted. Trends were reviewed for complaint categories, alarm #7: blood leak (centrifuge chamber) and drive tube leak/break. No trends were detected for these complaint categories. However, a CAPA has been initiated for the investigation of the cause of drive tube leak/break associated complaints. This assessment is based on information available at the time of the investigation. The analysis of the returned photos is still in progress. A supplemental report will be filed when the analysis of the photos is complete. (B)(4). Device not returned to manufacturer.

Event description:
The customer reported that an alarm # 7: blood leak (centrifuge chamber) alarm occurred due to a drive tube leak/break after 288ml of whole blood processed. The customer stated that the treatment was aborted with no blood/products returned to the patient. The customer reported that the patient was in stable condition. The customer stated that they cleaned the centrifuge chamber and after cleaning; the instrument stated that it was ready for a new treatment. Photos have been submitted for investigation.